Event description:
It was reported that during use with a bd facscanto¿ results of clinical samples were not accurate and four color imaging were scattered. Confirmatory testing performed and the issue remained. There was no reported patient impact. The following information was provided by the initial reporter, translated from chinese to english: the factor results were not accurate and four-color imaging results are scattered, clinical use using clinical blood specimens, applied to patient treatment, no adverse effects, customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
H6 investigation summary: ¿ scope of issue: the scope of issue is only limited to facscanto ivd 10 color configuration part # 657338, serial # (B)(6). ¿ problem statement: customer reported complaint that factor results are not accurate which may lead to erroneous results. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 21sep2019 to date 21sep2020. ¿ complaint trend: there are 4 complaints related to the issue of inaccurate factor results; date range from 21sep2019 to date 21sep2020. ¿ manufacturing device history record (DHR) review: DHR part #657338 serial (B)(6), file #657338-657338-v657338000530-106020754-18, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of inaccurate or unexpected results the customer received with the facscanto 10-color was due to a damaged 488nm laser fiber. The blue laser was producing low power resulting in concentric circles. The fse (field service engineer) confirmed this issue and replaced the part to resolve the issue. No part was requested for evaluation as it was discarded. After the repair, the instrument was performing as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. ¿ service max review: review of related work order #: 01611985, case # (B)(4) install date: 27mar2019 defective part number: n/a work order notes: o subject / reported: pi-657338-facscanto plus-factor result is not ideal o problem description: facscanto plus factor results are not ideal, four-color imaging results are scattered, using clinical blood samples, applied to patient treatment, no adverse effects, clinical use o work performed: the blue laser power of the instrument is low. The inspection found that the 488nm laser has concentric circles and the 488nm laser fiber of the instrument is damaged. After replacement, the instrument returns to normal. (Because the two work orders are exactly the same, the accessory and the previous work order are sold out) o cause: the blue laser power of the instrument is low, and the inspection found that the 488nm laser has concentric circles o solution: the blue laser power of the instrument is low. The inspection found that the 488nm laser has concentric circles and the 488nm laser fiber of the instrument is damaged. After replacement, the instrument returns to normal. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 100264ra, rev. 06/vers. F, facscanto 10-color (canto plus) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o ID: 3.1.1 o hazard: incorrect output resulting from low signal to noise ratio o cause: low sensitivity. O harmful effects: wrong result. O risk control: n/a o implementation verification: n/a o effectiveness verification: n/a o propabiltiy: 1 o severity: 3 o risk index: 3 o residual risk evaluation: acceptable o new hazards: no mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause was due to a damaged 488nm laser fiber. ¿ conclusion: based on the investigation results, the root cause of the customer¿s data was not ideal on the facscanto was due to a damaged 488nm laser fiber. The fse confirmed the issue, replaced the part and resolved the issue. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety. See h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ results of clinical samples were not accurate and four color imaging were scattered. Confirmatory testing performed and the issue remained. There was no reported patient impact. The following information was provided by the initial reporter, translated from chinese to english: the factor results were not accurate and four-color imaging results are scattered, clinical use using clinical blood specimens, applied to patient treatment, no adverse effects, customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No delay or altercation of treatment due to this problem.